Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a lumbar artery using a pod10. During the procedure, the physician successfully placed approximately ten coils using a lantern delivery microcatheter (lantern). The physician then attempted to advance a pod10 through the lantern but felt resistance while advancing. The pod10 would not advance further; therefore, the pod10 was removed. The procedure was completed using another pod10, additional coils, and the same lantern. There was no report of an adverse effect to the patient.